Event description:
It was reported that a dexcom g7 sensor used with an ilet bionic pancreas generated a sensor failed alert and the ilet could not pair with the sensor, while glucose readings continued on the dexcom app; the user restarted the ilet, reentered the pairing code, and pairing subsequently reconnected. Symptoms included no adverse clinical effects and a reported glucose of 131 mg/dl at the time of the call. Outcomes included temporary interruption of cgm data to the ilet with restoration of pairing and function. Investigation included technical troubleshooting and user education. Investigation of this case revealed a communication pairing failure limited to the ilet-cgm interface that resolved after system restart and re-pairing. It was concluded that the event was related to a transient connectivity issue between the ilet and the dexcom g7, with no patient injury and no additional clinical intervention required.